Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) confirmed that the third-party contractor resolved the issue by reseated the row board cable connectors to trays and reseated internal pyxis bus cable. Then the fse tested the system functionality in the hardware test application. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple cubie pockets were failed. The customer tried to reboot and recover the system but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.